Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: on (B)(6) 2022 the patient allegedly required an amputation due to an infection. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of infection to the wound and a prior toe amputation in (B)(6) 2018. Multiple unsuccessful attempts have been made to obtain additional clinical information. A device evaluation is pending completion. Wound infection call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged amputation is related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement, and no failures were found with the device related to this event after placement.

Event description:
On 23-may-2022, a device evaluation was completed by kci quality engineering. On 15-mar-2022, the device was tested per quality control (qc) procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. On 11-may-2022, the device was tested per quality control procedure by kci service center, and no failures were found with the device related to this event.